Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Special film breaks apart in me, was able to pull it out, a small piece of extra material over the tampon- vagina [foreign body in reproductive tract]. Special film breaks apart, pull out a small little piece of extra material over the tampon [device breakage]. Case narrative: consumer reported via phone that a film broke apart inside her. No serious injury reported.